Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call insulin delivery issues. Customer's blood glucose at the time of call was 65 mg/dl. It was reported the device is not calculation the active insulin. Trouble shooting was performed and found customer's blood glucose at time of incident unknown and current blood glucose is 92mg/dl. Customer has treated with food. Customer has been experiencing low blood glucose for a few weeks maybe longer. Customer stated the active insulin did not match the amount that would be in his system. Customer alleging possible pump over delivery. Customer declined trouble shooting for the high blood glucose. Advised the insulin pump will need to be replaced. Advice to discontinue use of the device and revert to backup plan. The insulin pump will be returned for analysis. Frn-mmt-332-reservoir.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. (B)(4).